Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the angulation in the up direction did not meet the standard value due to a worn angle wire, a broken bending section cover adhesive, a corrugated connecting tube, a scratched connecting tube protector and charged coupled device lens, a broken and discolored light guide lens, a discolored light, and a gap on the upward/downward knob that was out of the standard value due to the worn angle wire. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had a stiff angulation. The issue was found during preparation for use prior to a diagnostic procedure. The intended procedure was completed using a similar device. Additional details relating to the event have been requested, but no response has been received at this time. The device was returned for evaluation. During the device evaluation, foreign material in the water supply channel was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material in the water channel could not be identified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the water channel was not established at this time. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which sections: gif/cf/pcf type 290 series chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Gif/cf/pcf type 290 series chapter 3 ¿cleaning, disinfection, and sterilization procedures¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.